Event description:
It was reported that the patient underwent a surgical procedure to remove his artificial urinary sphincter (aus) due to urethral erosion and a large hematoma in the scrotal/perineum area. This required urethroplasty and removal of the previous aus. The patient is now fully healed and a new aus was later implanted.